Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the gst60d was loaded with a "click" to ensure approximation in the stapler jaw. Reload fell out of the device when the device was opened to staple. Procedure step was completed with similar reload without incident. There were no patient consequences reported.